Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The photo shows outer packaging of the cv repair kit. Manufacturing site evaluation of the sample found that the packaging had moisture stains and these stains were present throughout the packaging and through the unit label. The investigation is confirmed for the reported moisture damage issue as water stains were noted on the outer package. However the investigation is inconclusive for the reported contamination issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a chronic catheter placement procedure, the packaging allegedly had moisture damage. It was further reported that the device was allegedly contaminated with dirt. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 09/2023.

Event description:
It was reported that prior to a chronic catheter placement procedure, the packaging allegedly had moisture damage. It was further reported that the device was allegedly contaminated with dirt. There was no patient contact.